Manufacturer narrative:
System report - other applicable components are: product ID: 3058, serial# (B)(4), implanted: (B)(6) 2017, product type: implantable neurostimulator. It was noted that the patient had 2 implantable neurostimulators (ins) present during the event. See manufacturer¿s report # 3004209178-2018-08604 for the concomitant ins information. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that there was a potential problem with the patient¿s device. It was noted the patient had a chiropractic adjustment yesterday and ¿whatever the way she was positioned and hcp moved her or whatever she got a shock down her leg and immediate sensation of horrible bladder pain going to the bathroom.¿. It was also reported that the patient was back to frequent urination ¿and all that¿. The patient went tor their healthcare professional (hcp) yesterday and an x-ray was taken as they were trying to determine if the leads were in place. The hcp was to read the -x-ray results today (day of report) and was to let the patient know. The family member was to follow up with the hcp. There were no further complications reported or anticipated.